Event description:
During a common iliac pta treatment procedure, the gazelle balloon and the distal end of catheter became dislodged fromt he main body of the catheter, resulting in a balloon detachment event. The gazelle balloon was being used for predilatation of a tibial lesion which was primarily thrombotic, but also <20% stenotic. It is noted that the vessel was somewhat tortuous. The physician used a 6f introducer sheath to access the lesion site. The balloon had been inflated twice to unk atms, but di dnot rupture prior to detaching from the catheter. The balloon catheter shaft was thought to have fractured while removing the balloon from the body, resulting in the balloon detachment. Fortunately, when the physician removed the wire, the remaining part of the catheter and balloon was still on the wire and was successfully removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.